Manufacturer narrative:
Correction: corrected UDI information. Corrected device manufacturer date.

Event description:
It was reported to vyaire medical that the bellavista1000 us had bluescreen windows pop up. The device was in the emergency department and when the respiratory therapist (rt) arrived the device was "beeping" then he manually shut off the ventilator, restarted the unit and the screen appeared to be normal again, although the device was pulled out of service. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation:(return analysis)the vyaire failure analysis laboratory received the suspect component and performed a failure investigation.the main electronics was inspected (uut) and found no indications of damage or misuse. The uut was installed into a known good top level system, and upon startup the display showed the standard startup sequence as expected from the user interface controller (epc) with the ventilation controller (cfb) performing the self-test as usual (valves / blower sound audible, blue alarm leds dimming) and there were no alarms or warning messages. After a 30 minute warmup, zero pressure calibration, test base unit, and circuit ¿e¿ test were performed and passed with no functional issues found. The bellavista unit was cycled for 1 hour with previous user¿s settings and functioned as expected with no alarms or warning messages. The vent was then cycled with 70% o2 and then 100% o2 and continued to function as expected with no alarms or warning messages. Power was cycled on and off 10 times and each time booted up and shutdown successfully with no issues, alarms, or warning messages. The reported complaint was not duplicated in the fa lab. The inspiration block was inspected and visual inspection found no indications of damage or misuse. Uut was installed into a known good unit and o2 valve offset calibration was performed and failed. External o2 gas supply pressure was lowered to 40psi and o2 valve offset calibration was repeated again and failed. The reported complaint was duplicated in the fa lab. Function blocks was accessed and the o2 dosing valve was found to have an internal leak. The failure was caused by a defective o2 dosing valve. Non return analysis: exact root cause is not determinable. Most likely the issue is caused by a hardware issue on the epc. Field service evaluation:a vyaire field service representative(fsr) evaluated the device onsite and replaced the main board. When performing calibrations the o2 offset calibration failed. The inspiratory block was replaced. Base unit test and complete calibration were performed. Circuit test,o2 2p calibration and system check was done. The unit is ready to be placed in service.